Manufacturer narrative:
During use of the 5f mynxgrip vascular closure device (vcd), the balloon ruptured. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained inside the outer cartridge tubing as received. The procedural sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon of the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a taper to taper tear in the balloon of the returned device, approximately 1 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found during analysis could not be conclusively determined. Based on the limited information available for review and the product analysis, access site vessel characteristics (although not provided), the condition of the procedural sheath (although not returned), and/or handling factors most likely contributed to the balloon loss of pressure reported since a calcified vessel, a frayed tip sheath or rapid inflation can cause damage to the balloon. This taper to taper tear usually occurs when pressure is applied in a rapid impulse action before the activation of the pressure relief valve can be observed; however, it can also occur when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if it does not maintain pressure. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), the balloon rupture. There was no patient injury. The device is available for analysis. No other information was provided.